Manufacturer narrative:
No surgical notes, x-rays or supporting med records were provided. No part or lot info provided to be able to perform an evaluation. Therefore, due to lack of info, we are unable to investigate and determine a definitive root cause in regard to the conditions of the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
These devices are used for treatment. A product history search identified no other complaints for the part and lot combinations of the related components. Primary operative notes indicate that the patient underwent bilateral surgery. Operative notes describing the right knee surgery noted that the tibial component had excellent press fit. Excellent stability was noted through range of motion with the final components. A radiology report dated (B)(6) 2013 indicated excellent alignment of components without evidence of loosening. Follow up visit notes dated (B)(6) 2015 indicated the patient was experiencing knee swelling and underwent an aspiration. X-rays were indicated to show excellent alignment of the components without evidence of loosening. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient received is experiencing pain, mobility problems, fluid retention and has undergone several knee aspirations.